Event description:
The patient reported that the adhesive of the v-go is not sticking to their skin. The patient reported that the device fell off after a few hours of wear, or in the shower. No specific event dates were reported and additional information on skin preparation prior to v-go placement is also unknown. It was reported that no device is available for return to the manufacturer for evaluation.